Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer woke up with diabetic ketoacidosis because her infusion set came out while customer was asleep. Customer's mother stated they had to call the paramedics because the reservoir did not have enough insulin to treat. Customer's blood glucose was over 500 mg/dl in the ambulance and at the time of admission customer's blood glucose was over 600 mg/dl. Customer's mother stated the customer did not have enough insulin to treat. Customer was not in an accident. Customer's blood glucose was 120 mg/dl at 3:00am. The device was removed at the hospital. No further information reported.